Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they attached the device to the alliance handle and applied pressure. However, the gauge needle only moved a little and soon went back to the 0atm. It is unknown if the balloon was inflating when the gauge was not moving. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the gauge needle was at 0 atm. A functional evaluation of the syringe assembly was done with a sample stopcock and the syringe was able to be pressurized without any issues or leaks. Based on the condition of the returned device, the reported defect of gauge reading inaccurately was not confirmed. The cause of the malfunction encountered during the procedure was likely due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they attached the device to the alliance handle and applied pressure. However, the gauge needle only moved a little and soon went back to the 0atm. It is unknown if the balloon was inflating when the gauge was not moving. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.